Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of impedance anomaly and unacceptable threshold were not verified. Dried body fluid prevented the helix from extending. Once cleaned, the electrical analysis found normal measurements.

Event description:
It was reported that the lead exhibited high impedance and high threshold. The lead was not implanted.